Event description:
It was reported that during use of the left ventricular (lv) lead, suspected loss of capture noted on stored electrogram (egm). Additional information received indicated a remote device check was received. The suspected lv lead loss of capture was not identified or confirmed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.